Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a low voltage lead the physician experienced placement difficulty, the lead could not be securely fixed and was easily dislodged. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.